Event description:
This case was initially received via regulatory authority (B)(6) on 18-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criterion disability), musculoskeletal disorder ("musculoskeletal symptoms and problems"), multiple allergies ("allergies"), back pain ("chronic sacroiliac lumbar pain") and arthralgia ("chronic sacroiliac lumbar pain"). At the time of the report, the pelvic pain, musculoskeletal disorder, multiple allergies, back pain and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, multiple allergies, musculoskeletal disorder and pelvic pain with essure. The reporter commented: sick leave / status as a handicapped worker (exact reason not specified) diagnostic results: from 2011 to 2017 = x-ray/MRI/CT scans - medicinal treatment - rheumatologists / gynecologists / acupuncturist / somatopathy / physical therapy / laboratory testing / naturopathy the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 19-jul-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.097 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.